Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001, serial: (B)(6), product type: brand name intellis; product ID 97745, serial: (B)(6), product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they couldn't get the controller to turn on. Patient said the controller was plugged in, but they didn't think it was charging. Patient service specialist had patient remove the battery pack from the controller and plug controller into the ac power supply, patient confirmed the screen came on and green light was illuminated. Patient then reinserted the battery and the green light did not start flashing. The issue was not resolved. A replacement battery pack was sent out.